Event description:
This report is being filed upon notification from our x-ray MFR in (B)(4) to submit this event that happened in (B)(4). Problem: this x-ray system was not working correctly during an operation. So the operator carried out a system reboot. However, after the reboot the system became inoperable. An error code was displayed indicating the system lost a viewing station serial number. The system was again rebooted without success. There have been no pt injuries.

Manufacturer narrative:
Eval results and conclusions - the investigation is still ongoing on this event. When the investigation is completed, a follow-up report will be sent to the FDA.